Event description:
Tee (transesophageal echocardiogram) probes that had proper hld (high-level disinfection) processing noted to have unknown white residue substance on them several days after being stored in appropriate probe cabinet- concern that there is a problem with the steris hld solution used for processing.